Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2009 and was not subject to UDI requirements. Since the device was manufactured before 2016 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that safety valve/ loss of air/ low peep / low ve/ low fio2 is what showed on the screen of the ventilator. The vent also stopped ventilating, o2 sats decreased. "Circuit disconnect" would alarm during suction. The rt stated that the nurse from the nicu called her and stated that the ventilator was alarming multiple alarms and stopped ventilating the patient. No patient harm reported.